Event description:
The genesis stent came off the delivery system as the stent was being advanced into the guiding catheter. The sds never entered the pt's vasculature. There was no report of pt injury. The account also verified that the wrong size guiding catheter was used, and this caused the stent to dislodge inside the guiding catheter. This product calls for a 7f gc, but a 6f guide was inadvertantly used. Once the stent came off inside the guide, the guide and the dislodged stent within the guide were removed from the pt without difficulty. The intended procedure was a stenting of the renal artery, which is off-lable usage for this product. Another sds and guiding catheter were used to successfully complete the procedure. The product is not available for evaluation and testing.

Manufacturer narrative:
The intended procedure was stenting of the renal artery. It was reported that as the stent delivery system (sds) was advanced into the guiding catheter, the stent dislodged. The sds/stent never entered the pt's vasculature. It was reported that a 6f guide was inadvertently used instead of 7f guide. Once the stent dislodged into the guide catheter, the catheter was removed and another sds and guiding catheter were used to successfully complete the procedure. The product was not returned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the mfg records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed stent retention testing prior to release. Conclusion: in this case, it appears that user-handling contributed to the reported event.